Event description:
It was reported that patient with this implantable cardioverter defibrillator (ICD) felt anxious and scared about elevated heart rate due to patient received shocks for tachycardia 3 months after device was implanted. Patient had ablation for tachycardia and tachy function was turned off due to patient had post-traumatic stress disorder (ptsd) from shocks. Health care professional (hcp) informed patient not to worry as the device had a range of pacing rates. Boston scientific technical services (ts) explained base, max tracking rate and sensor rates. Also, patient wanted to know if pacemaker will stop the heart from racing. Ts informed patient that brady function cannot control intrinsic heart rate and tachy function can treat tachycardias depending on programming and arrhythmia. Ts advised patient to reached out to physician about device settings and trip to urgent care. To date, this device remains in service. No adverse patient effects were reported.